Event description:
A pediatric PICC line infiltrated as tpn and fat emulsions were being infused. The PICC line was in place for six days and it is possible the device eroded through the vessel. A thoracentesis was performed to remove six ccs of fluid from the infant's chest. The infant went in to respiratory distress and was intubated. The (B)(6) infant remains hospitalized at this time. There were two incidents associated with the same injury belonging to the same lot number.